Event description:
Information was received from a consumer implanted for urinary dysfunction and gastrointestinal/pelvic floor. The consumer reported a loss of therapeutic effect and stimulation in the wrong location. It was noted that the patient worked at an air force base. There was a lot of leakage and settings were increased. On (B)(6) 2014, the patient was just soiled and had to get depends. Leakage happened when the patient slept, coughed, or anything that "needed an exertion of energy." Sometimes the patient felt "twinging" in their foot and "anal leakage." On the morning of the report, the patient woke up sweating and was leaking. At the healthcare provider (hcp) office, the patient "felt it stronger." The patient was getting really worried and did not want to have a catheter, so the patient met with their hcp and had their settings increased. During the call, the patient got out her programmer but both programmers had depleted batteries. After changing batteries, the amplitude was at 0.5 volts but the patient thought it was higher because they moved it up before it said number 4 or 5. It was suspected that the patient might have thought it was "at 5" but really it was at 0.5 volts. After increasing settings, the stimulation sensation dissipated after a few moments. The patient was guided on how to change programs; she moved from program 4 to program 3, and then back to program 4. It was noted that the patient therapy was not working as expected. Information was received from a consumer reported therapy sometimes worked and sometimes did not since implant. Since implant, the patient was sometimes dehydrated and set off the metal detector at their job.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.